Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, the laryngoscope holder was positioned on the patient during the procedure. When the dr. Wanted to adjust the holder with the silver knob, shavings appeared on the chest of the patient. There was no harm to the patient at that time because we removed the towel and did not readjust the laryngoscope holder. The problem was when the laryngoscope was in position, they were unable to adjust for the patient's anatomy.